Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 board needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported the system was not starting properly. The fse noted the system failed to boot up sometimes. There is no report of pt injury or death.